Event description:
It was reported that during an unrelated service, the cardiosave intra-aortic balloon pump (iabp) unit has an error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) replaced the power management board and the device worked properly.